Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 105 box de was unable to deliver insulin/medication. The following information was provided by the initial reporter: needles partially not permeable.

Event description:
It was reported that the pen ndl 32g 4mm hp 105 box de was unable to deliver insulin/medication. The following information was provided by the initial reporter: needles partially not permeable.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/23/2021 h.6. Investigation: thirty nine sealed 32g x 4mm pen needle samples were returned from lot. No. 0106050, cat. No. 320561. A clog test as per tp700483 was carried out on thirty of the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. See h.10.